Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-0829 and FDA-2014-n-0736-2360, awareness date 05-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2008. Consumer had essure placed in 2008 after her 4th child was born. She was (B)(6) and not informed of the long term side effects. She began having problems in 2009. This is a list of her symptoms : bloating, stabbing abdominal pain, sensitivity to certain foods, severe migraines, painful intercourse, back pain, incontinence, depression, low vitamin d, swelling of left body parts especially left foot running from hip area down her left female parts, severe fatigue, weight gain severe, sore breasts, painful periods, foggy mind, lightheadedness, unable to lose weight even with healthy nutrition, jaw pain, teeth problems, metal taste in mouth at times, severe allergic reaction with hives all over chest and back out of nowhere, more during very hot days or very cold days when she sweat, hips pains, severe, stabbing back pain, hair loss, severe dry scalp with painful chunks of scalp coming off on hot weather. Poor nail growth. All over body odor was not there before. Add the fact that since 3 months ago ((B)(6) 2015) she has had such debilitating pain she could not go anywhere or even walk down the stairs most days. Joint pains were killer. She was only (B)(6) years old. She was always in bed in pain. She was scheduled to have a hysterectomy in a couple of weeks. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous and non-medically confirmed case report refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted and since three months previous to this report had such debilitating pain that she cannot go anywhere or even walk down the stairs. She was scheduled to have a hysterectomy in a couple of weeks. This event, seen as pelvic pain is serious due to medical importance and listed in the reference safety information for essure. Considering pelvic pain may occur during essure use and the temporal relationship, causality with essure use cannot be excluded and since an intervention will be required, this case is regarded as incident. Additionally non-serious events were informed. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.